Manufacturer narrative:
The review of the device history records indicates that the product was manufactured and inspected properly. There were no non-conformances related to this complaint. Although there are many issues with this patient there is not enough evidence to conclude that the mesh was the reason for the patient¿s condition. Clinical evaluation: an incisional hernia develops from failed healing of an abdominal wall incision. They may be asymptomatic or cause a considerable degree of discomfort and will generally enlarge over time. A hernia that cannot be reduced is described as incarcerated and generally requires surgical correction. Incarceration of an intestinal segment may be accompanied by nausea, vomiting, and significant pain, and is a true surgical emergency. C-qur v-patch is intended for use in soft tissue deficiencies including hernia repair, traumatic or surgical wounds and chest wall reconstruction procedures requiring reinforcement with a non-absorbable supportive material. Small bowel obstruction is the most frequently encountered surgical disorder of the small intestine. The etiology includes foreign bodies, stones, meconium, tumors, inflammatory strictures, adhesions, hernias or carcinomas. Peritoneal adhesions are fibrous bands of tissues formed between organs that are normally separated and/or between organs and the internal body wall. Most intra-abdominal adhesions are ta result of peritoneal injury, either by a prior surgical procedure or due to intra-abdominal infection. Good surgical technique, careful handling of tissue, and minimal use and exposure of peritoneum to foreign bodies form the cornerstone of adhesion prevention. The instructions for use (IFU) states complications that may occur with the use of any surgical mesh include, but are not limited to, pain, inflammation, infection, allergic reaction, seroma, hematoma, fistula formation or mechanical disruption of the tissue and/or mesh material and possibly adhesions when placed in direct contact with the viscera and other organs. The patient should be advised to contact the physician should an adverse reaction occur.

Event description:
Ten days after mesh implant patient reported to emergency room with abdominal pain around incisional site that was radiating to his back along with occasional vomiting and inability to tolerate eating.

Manufacturer narrative:
A follow up report will be submitted upon the completion of the investigation into this event.

Event description:
Hospital reported patient had bowel obstruction and also said mesh ring is not close enough to the edge and that makes it easy for bowel to stick to it.